Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 31 mg/dl. The customer treated low blood glucose with sandwich with some juice. Customer declined troubleshooting for the low blood glucose. Customer was reporting a bent sensor cannula and sensor updating error. Customer stated she has an infection and doctor adjusted her basal rates and give her antibiotics. The insulin pump will be returned for analysis.